Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the main coil was kinked, the proximal contact was detached and the proximal end of the delivery wire was compressed. The delivery wire was returned in two pieces, the larger piece delivery wire measured 1230mm instead of 1850mm; therefore approximately 620mm had been broken off. The smaller piece of returned delivery wire measured 385mm. There is still approximately 235mm of delivery wire not accounted for and not returned. It is likely that it is missing from the proximal end at the point where the wire is compressed. There were a number of kinks noted on the two pieces of the delivery wire. The poly imide (pi) wire that runs through the delivery wire was detached but still attached to the stopper coil. Based on analysis results, it is probable that damages observed are related to handling of the device during the procedure. Therefore, a root cause of handling damage has been assigned to this investigation.

Event description:
Analysis of the device found that the delivery wire was broken. There were no reported clinical consequences to the patient.

Event description:
Analysis of the device found that the delivery wire was broken. There were no reported clinical consequences to the patient.